Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular lead displayed noise. The patient with this lead had previously reported experiencing dizziness and syncope; however it was not thought this was related to the device or lead. The device was reprogrammed. Lead measurements were within normal limits; an xray revealed no issues. Increased thresholds were revealed in the arrhythmia logbook. A revision was performed; this lead was surgically abandoned and replaced. The device remains implanted and in service. No adverse patient effects were reported. There was no allegation against this lead from the field.